Manufacturer narrative:
Interface board and black cable replaced. Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested and met all product requirements.

Event description:
Unit pulled from lth to be seviced per the protocol. Unit will be used to qualify and validate test fixture.